Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue; the transfer set became disconnected from the catheter. This occurred during the initial drain of peritoneal dialysis therapy. The patient reconnected to continue the therapy, but the technical service representative advised to end the therapy and assisted with doing so. There was no patient injury or medical intervention associated with this event. No additional information is available.